Manufacturer narrative:
The nk employee reported that a patient in the emergency room was having runs of vtach that were alarming as svt on the monitor. The patient was moved the cvicu and the 1700 input boxes were exchanged. The arrhythmias were appearing in yellow and occasional red waveform as well at this time. The nk employee later found out that the central station in cvicu the patient's arrhythmia only showed 4 arrhythmias that would alarm, the rest were greyed out. The bedside monitor in the room has extended arrhythmia on, the 1700 was removed via export data and the arrhythmia setting was in standard. The nk employee changed the 1700 to default to extended arrhythmias. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information. The customer replied by simply stating; please see below. I have no further information, providing the patient's date of birth, initials and gender. Additional model information: concomitant medical device: the following device was used in conjunction with the central nurse's station (cns): bedside monitor (bsm), model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) did not alarm correctly.